Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a complaint of redness on the pocket. On (B)(6) 2018, the implantable cardioverter defibrillator, right and left ventricular leads, and right atrial lead were explanted due to infection. Patient was stable post procedure.